Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (10 mg/ml at 8.591 mg/day), clonidine (800 mcg/ml at 687 mcg/day), and bupivacaine (16.8 mg/ml at 14.4 mg/day) via an implanted pump. It was noted that the daily doses provided were with ptm (personal therapy manager) activations. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that the patient had terrible pain that woke her up in the middle of the night and she was getting an error message on her ptm (personal therapy manager). The pain was severe enough to bring her to the ER (emergency room). Her pump was interrogated in the ER and the pump logs showed a motor stall occurred from 2:04 am to 8:59 am on (B)(6) 2019. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The plan was to keep the patient in observation until they replaced the pump on (B)(6) 2019. It was noted that the surgery was tentatively scheduled for (B)(6) 2019. The issue was not resolved at the time of the report. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.